Event description:
The spc-454f catheter was inserted through the brachial artery for the purpose of left valve angiography and lv pressure measuring. The catheter (spc-454) was inserted in aorta, pressure was measured simultaneously by the fluid filled method. Find it extraordinary, unmatched between "ff" method measuring 140mm hg and the catheter measuring 200mm hg. The catheter (spc-454) was retrieved without using guidewire. Then the physician found the pigtail was detached. The physician recognized under fluoroscopy that the detached pigtail was in around the subclavia. Then, using a snare catheter, physician made the detached pigtail move to the proximal (elbow) and removed it.